Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states, the end user snapped the inner and outer plates; these parts are reclining back hardware. The caller has no further information to provide.